Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, noise and high, out of range, pacing lead impedance was observed on the right ventricular lead. Upon review, the conductors appear to be externalized. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.8 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.2-13.8 cm from the distal tip. Internal insulation abrasions were noted at 9.1-9.5 cm and 15.4-16.0 cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.3-3.4 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 17.7-18.1 cm, 19.1-19.3 cm, 20.6-21.4 cm and 22.1-22.8 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
New information states that fracture was also noted in the right ventricular lead.